Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable results for glucose hk gen.3 result with one patient sample and creatinine plus ver.2 result with one patient sample on a cobas pure c 303 analytical unit. The customer questioned the initial results as they did not match the patients' clinical pictures, which prompted them to repeat the samples. On (B)(6) 2025, sample 1 had an initial creatinine result of 54.9 mmol/l. The repeat result was 128 mmol/l. On (B)(6) 2025, sample 2 had an initial glucose result of 2.31 mmol/l. The repeat result was 5.25 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The glucose reagent lot number is 860069 and the creatinine reagent lot number is 863540. The expiration dates were as not provided. The field service engineer (fse) found that the cuvettes were overfilling in the rinse unit and adjusted the filling levels. The investigation is ongoing.